Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received battery out limit alarms on the insulin pump, following a battery change. Customer stated the battery was not out for greater than the length of time allowed by the insulin pump. His blood glucose was 128 mg/dl. Upon checking alarm history, it was found that the customer had not received these alarms when the batteries were out of the insulin pump for less than one minute. It was found that the customer had received a bad battery alert in (B)(6) , 2014. Further troubleshooting was declined. The customer also mentioned looking down at his insulin pump and seeing that the screen was blank on the day of reporting the alarms. Nothing further reported.